Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet pump¿s display showed black lines and became unreadable after being carried in a pocket, and a replacement device was arranged while the user planned to initiate backup therapy after a fingerstick check. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy prior to arranging the replacement. Investigation included remote troubleshooting and logistical replacement. Investigation of this case revealed a suspected screen/display malfunction consistent with a hardware display failure. It was concluded that the cause was device component failure of the display with an undetermined specific root cause.